Event description:
It was reported that the patient was revised due to unknown reasons approximately 3 months post implantation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Initial surgery: (B)(6) 2021; revision surgery: (B)(6) 2021. Report source: source: australia. Concomitant medical products: part : 010000704, lot: 6721086, brand: acetabular shell; part: 010000936, lot: 6848116, brand: acetabular liner; part: 51-114180, lot: 6820522, brand: femoral stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no related deviations or anomalies during manufacturing. The device is used for treatment. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.